Event description:
The manufacturer received information alleging the active exhalation verification test step had failed during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices active exhalation control module (aecm) had caused the active exhalation verification test step to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time.